Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (belt connection not recognized) has been confirmed. The cause of the monitor's inability to recognize the belt connection is a cracked trunk cable connector on the electrode belt. The root cause of the cracked trunk cable connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the damaged electrode belt connector. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor will not recognize his belt connection. The pt was provided with a replacement electrode belt.